Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to waldenburg. Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Lot number and device manufacture date: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number and manufacture date was documented as unknown. Upon receipt of the device the lot number was identified as 1620443. The device manufacture date has been updated to feb 13, 2007. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the extension sleeve was separated from the cover sleeve and the bearing was loose. It was further determined that some of the internal components were worn and corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component wear/loctite degradation, which is normal wear out from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that during an unspecified surgical procedure, it was discovered that the burr attachment device came apart. According to the reporter, the tip fell on the table and two bearings came out as well. There were no delays to the surgical procedure as a spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.